Event description:
Customer reportedly received the following results on the advantage system within 10 mins: 414 mg/dl, 303 mg/dl, and 177 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Retention samples have expired; therefore, only historical data is available.